Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that there was damage to the product that occurred during use on a patient. The (battery) packet was opened, the first four batteries were melted to the point that the outer label of the batteries had peeled off. The product was discarded; however the wires to the battery packs appear to have been cut, but it was unclear if the battery pack was melted prior to the cutting of the cord.

Manufacturer narrative:
The production trace lot number was not reported and is unknown. The device history record (DHR) review could not be performed. The 00-5150-482-00 pulsavac plus hip kit was not returned on this complaint; however a battery pack was returned on 10 nov 2016. There were no batteries returned with the battery pack; the batteries were discarded at the user. The customers reported event was that the battery pack overheated, melted and the outer casing warped. This reported event was confirmed based on the incoming inspection. As noted with the severed electrical cable on the returned battery pack the most likely cause for this event is the customer not properly disposing of the device in contradiction to the instructions for use (IFU) and warning labels. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. The instructions for use explicitly states: warnings: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge handle in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do not submerge the battery pack in liquid. Additionally, the tyvek lid for the individual pulsavacs devices states: warning: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do no submerge the battery pack in liquid. Use caution when removing batteries. The battery pack contains alkaline batteries. Exposure to the contents of an open or leaking battery or their combustion products could be harmful. Avoid skin and eye contact. Use neoprene or natural rubber gloves and safety glasses with side shields when handling batteries. CAPA (B)(4) in process is addressing the battery failures as well as the customer cutting the electrical cables to remove the batteries from the battery pack. Recommended actions: the customer¿s personnel should have refresher training on the IFU for this product. The electrical wires of this device should never be cut or pulled out without the batteries being removed first. A closure letter shall be forwarded to the area zimmer surgical sales representative to review with the health care provider.